Event description:
It was reported that a vns patient who had previously had her generator and her lead except for the electrodes removed was experiencing pain and discomfort from her electrodes which remain in place and says that she has "lumps in her neck", indicating they were protruding. The patient is looking to have the remaining electrodes removed. Follow-up from the patient provided that she has subtle symptoms that some of her physicians have said may be related to vagus nerve damage. Additional relevant information has not been received to-date. No known surgery has occurred to-date.